Event description:
The customer was performing validation testing on the ortho provue analyzer and reported that the analyzer did not interpret positive reactivity for a sample previously identified to be positive for anti-c.

Manufacturer narrative:
The customer was performing validation testing of the ortho provue analyzer and reported that the analyzer did not interpret positive reactivity for a sample previously identified to be positive for anti-c. The customer complaint was confirmed through repeat testing at the customer site. An ocd field engineer arrived on site, adjusted the sample camera and created a new reference image returning the analyzer to expected operation. This customer has not logged any complaints against this analyzer since the repair. This user was not yet test of record at the time of the incident. Pt testing was not being performed, preventing erroneous results from leading to transfusion of incompatible blood. If the customer was test of record and was performing pt testing, erroneous results may have been reported.